Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up after receiving a vibratory notifier. Review of a merlin.net transmission and a stored electrogram found that the implantable cardioverter defibrillator exhibited far p-wave oversensing and the patient received inappropriate high voltage therapy. It was then confirmed via chest x-ray that the right atrial lead had dislodged. No intervention was performed and no further information was available.